Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that sensor had caught on clothing earlier and pull out. The customer was advised that the caused of pull out the sensor graph drop to 2.2 and an isig of 7.74na. The customer was offered a choice to go through assistance and troubleshoot at this time. The customer stated that they would rather get sleep tonight.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.